Event description:
It was reported that the surgeon said there was a lateral periprosthetic fracture on the femoral side. While removing femoral component in surgery, doctor noticed that the femoral component came out pretty easily, due to the fracture.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a f/u report.